Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was returned for evaluation and an x-ray was provided for review. The investigation confirmed for the reported rupture issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cqf7574 pta balloon dilatation catheter allegedly experienced material rupture. The information was received from one source. The malfunction involved a patient with no patient injury. The male patient's age and weight were not provided.